Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-may-09, additional information was received from an healthcare professional (hcp), via a manufacturer representative (rep). It reported the patient's pump dose was being titrated down to minimum rate and was to be explanted on (B)(6) 2020 due to infection. The issue was resolved at the time of this report.

Manufacturer narrative:
H3 - analysis of the pump found ¿no anomaly¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 2600 mcg/day) via an implanted pump. On 28-apr-2020 it was reported that there was an open area/wound noted over the lateral side of pump over the weekend (B)(6) 2020 by a nurse at the hospital. They were going to begin reducing the patient¿s daily dose and contact the implanting surgeon to create a plan. The pump managing physician was going to contact the surgeon to discuss explant versus salvage. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿na¿ was noted. It was also noted that no diagnostics were required. The issue was not resolved at the time of the report and it was unknown if surgical intervention was planned. The patient status was reported as ¿alive ¿ no injury¿. Additional information was received on(B)(6) 2020 at which time it was reported that the patient was being transferred to a different hospital for further workup and titration of the baclofen down while they evaluated the need to do surgery. No further complications have been reported as a result of this event.